Event description:
It was reported that, "due to instability, dr. (B)(6) removed the implant listed above and replaced it with (B)(4)."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.